Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: (B)(4). On 01-oct-2015. The most recent information was reported by a lawyer on 29-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain/severe pain"), colitis ("colon inflamed"), autoimmune disorder ("autoimmune disorder"), ovarian cyst ("cyst growing on left ovary (the size of a large orange)") and rheumatoid arthritis ("rheumatoid arthritis") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and pregnancy. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("immediate pain afterwards/ cramps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis (seriousness criterion hospitalization) with abdominal pain, autoimmune disorder (seriousness criterion medically significant), ovarian cyst (seriousness criterion hospitalization), rheumatoid arthritis (seriousness criterion medically significant) with back pain, joint swelling, fatigue and arthralgia, menorrhagia ("heavy bleeding during menstrual cycles/heavy menstrual bleeding"), alopecia ("hair loss / hair thinning"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), abdominal distension ("bloating"), loss of libido ("sex drive is gone"), goitre ("thyroid started swelling"), pelvic discomfort ("discomfort"), gastrointestinal disorder ("gastrointestinal issues"), feeling abnormal ("brain fog"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), restless legs syndrome ("restless leg syndrome"), rash ("intermittent rashes"), contusion ("bruising on her legs") and visual impairment ("vision problems"). The patient was hospitalized for 3 days. The patient was treated with surgery (hysterectomy to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, rheumatoid arthritis, menorrhagia, pelvic discomfort, gastrointestinal disorder and feeling abnormal had not resolved and the colitis, ovarian cyst, abdominal pain lower, alopecia, amnesia, abnormal weight gain, abdominal distension, loss of libido, goitre, dyspareunia, anxiety, restless legs syndrome, rash, contusion and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, amnesia, anxiety, autoimmune disorder, colitis, contusion, dyspareunia, feeling abnormal, gastrointestinal disorder, goitre, loss of libido, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain, rash, restless legs syndrome, rheumatoid arthritis and visual impairment to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-mar-2018: essure insertion and removal dates were updated to 17-feb-2011 and 23-jun-2016 respectively. The events painful intercourse, anxiety, restless leg syndrome, intermittent rashes, bruising on her legs, and vision problems were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: FDA-2014-n-0736-1180) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain/severe pain"), colitis ("colon inflamed"), ovarian cyst ("cyst growing on left ovary (the size of a large orange)"), rheumatoid arthritis ("rheumatoid arthritis") and autoimmune disorder ("autoimmune disorder") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and pregnancy. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("immediate pain afterwards/ cramps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis (seriousness criterion hospitalization) with abdominal pain, ovarian cyst (seriousness criterion hospitalization), rheumatoid arthritis (seriousness criterion medically significant) with back pain, joint swelling, fatigue and arthralgia, menorrhagia ("heavy bleeding during menstrual cycles/heavy menstrual bleeding"), alopecia ("hair loss"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), abdominal distension ("bloating"), loss of libido ("sex drive is gone"), goitre ("thyroid started swelling"), pelvic discomfort ("discomfort"), gastrointestinal disorder ("gastrointestinal issues"), feeling abnormal ("brain fog") and autoimmune disorder (seriousness criterion medically significant). The patient was hospitalized for 3 days. The patient was treated with surgery ((B)(6) 2016, underwent a hysterectomy to remove her essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, rheumatoid arthritis, menorrhagia, pelvic discomfort, gastrointestinal disorder, feeling abnormal and autoimmune disorder had not resolved and the colitis, ovarian cyst, abdominal pain lower, alopecia, amnesia, abnormal weight gain, abdominal distension, loss of libido and goitre outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, amnesia, autoimmune disorder, colitis, feeling abnormal, gastrointestinal disorder, goitre, loss of libido, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain and rheumatoid arthritis to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: lawyer added. This case is potential legal case now. Events discomfort,gastrointestinal issues, brain fog, joint pain and an autoimmune disorder were added. Outcome of events discomfort,gastrointestinal issues, brain fog, joint pain, autoimmune disorder, heavy menstrual bleeding, chronic abdominal pain, pelvic pain was added as not recovered/not resolved. In (B)(6) 2016, hysterectomy done was added as surgery for event pelvic pain. Reporter causality comment added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('excruciating pelvic pain/severe pain'), colitis ('colon inflamed'), autoimmune disorder ('autoimmune disorder'), ovarian cyst ('cyst growing on left ovary (the size of a large orange)') and rheumatoid arthritis ('rheumatoid arthritis'). In a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: miscarriage, pregnancy, chronic cervicitis, adenomyosis, leiomyoma of uterus, unspecified, polymenorrhoea and uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On 2011, the patient experienced abdominal pain lower ("immediate pain afterwards/cramps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis (seriousness criterion hospitalization) with abdominal pain, autoimmune disorder (seriousness criterion medically significant), ovarian cyst (seriousness criterion hospitalization), rheumatoid arthritis (seriousness criterion medically significant) with back pain, joint swelling, fatigue and arthralgia, menorrhagia ("heavy bleeding during menstrual cycles/heavy menstrual bleeding"), alopecia ("hair loss/hair thinning"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), abdominal distension ("bloating"), loss of libido ("sex drive is gone"), goitre ("thyroid started swelling"), pelvic discomfort ("discomfort"), gastrointestinal disorder ("gastrointestinal issues"), feeling abnormal ("brain fog"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), restless legs syndrome ("restless leg syndrome"), rash ("intermittent rashes"), contusion ("bruising on her legs"). And visual impairment ("vision problems"). The patient was hospitalized for (B)(6) days. The patient was treated with surgery (total abdominal hysterectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, rheumatoid arthritis, menorrhagia, pelvic discomfort, gastrointestinal disorder and feeling abnormal had not resolved. And the colitis, ovarian cyst, abdominal pain lower, alopecia, amnesia, abnormal weight gain, abdominal distension, loss of libido, goitre, dyspareunia, anxiety, restless legs syndrome, rash, contusion and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, amnesia, anxiety, autoimmune disorder, colitis, contusion, dyspareunia, feeling abnormal, gastrointestinal disorder, goitre, loss of libido, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain, rash, restless legs syndrome, rheumatoid arthritis and visual impairment to be related to essure. The reporter commented: plaintiff never experienced any of these conditions, prior to undergoing the essure procedure. Plaintiff subsequently, sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2016, diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy cervix with chronic cervicitis. Secretory endometrium with no significant pathologic changes. Myometrium with adenomyosis and intramural leiomyoma (0.6 cm) bilateral fallopian tubes with no significant pathologic changes. Negative for malignancy. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 31-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: FDA-2014-n-0736-1180) on 01-oct-2015. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pelvic pain/severe pain'), colitis ('colon inflamed'), autoimmune disorder ('autoimmune disorder'), ovarian cyst ('cyst growing on left ovary (the size of a large orange)') and rheumatoid arthritis ('rheumatoid arthritis') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, pregnancy, chronic cervicitis, adenomyosis, leiomyoma of uterus, unspecified, polymenorrhoea and uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("immediate pain afterwards/ cramps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis (seriousness criterion hospitalization) with abdominal pain, autoimmune disorder (seriousness criterion medically significant), ovarian cyst (seriousness criterion hospitalization), rheumatoid arthritis (seriousness criterion medically significant) with back pain, joint swelling, fatigue and arthralgia, menorrhagia ("heavy bleeding during menstrual cycles/heavy menstrual bleeding"), alopecia ("hair loss / hair thinning"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), abdominal distension ("bloating"), loss of libido ("sex drive is gone"), goitre ("thyroid started swelling"), pelvic discomfort ("discomfort"), gastrointestinal disorder ("gastrointestinal issues"), feeling abnormal ("brain fog"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), restless legs syndrome ("restless leg syndrome"), rash ("intermittent rashes"), contusion ("bruising on her legs") and visual impairment ("vision problems"). The patient was hospitalized for 3 days. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, rheumatoid arthritis, menorrhagia, pelvic discomfort, gastrointestinal disorder and feeling abnormal had not resolved and the colitis, ovarian cyst, abdominal pain lower, alopecia, amnesia, abnormal weight gain, abdominal distension, loss of libido, goitre, dyspareunia, anxiety, restless legs syndrome, rash, contusion and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, amnesia, anxiety, autoimmune disorder, colitis, contusion, dyspareunia, feeling abnormal, gastrointestinal disorder, goitre, loss of libido, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain, rash, restless legs syndrome, rheumatoid arthritis and visual impairment to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy cervix with chronic cervicitis. Secretory endometrium with no significant pathologic changes myometrium with adenomyosis and intramural leiomyoma (0.6 cm) bilateral fallopian tubes with no significant pathologic changes negative for malignancy. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- new reporter, lab data, medical history. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.